Manufacturer narrative:
The device was received by depuy synthes power tools. The device was resulted, and during service the device was found coil leaking around the shift lever. If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that service was required for the device. During service an oil leak was noted. The device was not being used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.